Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. It was identified through the review of a secondary article titled, "cataract surgery with and without trabecular micro-bypass stent in primary angle-closure glaucoma: a multi-centre cohort study", that the same cases reported in this publication were initially reported in the article titled "third-generation trabecular micro-bypass implantation with phacoemulsification for glaucoma". Please see the attached article for further details. Reference doi.org/10.3390/vision9030061.

Manufacturer narrative:
Additional information: a2, a3, a6, b7: mean and mode used. B3: publication date used as event date. D6: estimated implant date based on report details. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, "third-generation trabecular micro-bypass implantation with phacoemulsification for glaucoma." Reportedly following trabecular microbypass stent system procedures in a total of one hundred twenty-one (121) operative eyes, seven (7) eyes experienced elevated intraocular pressure (iop) within postoperative week one (1). Per report, six (6) cases resolved with topical medication, and one (1) case resolved with topical medication and anterior chamber tap. Additional information has been requested. See attached article for further details. Reference doi: 10.1007/s40123-024-01087-7.